Event description:
Per the clinic, the patient experienced pain around the implant side resulting in the decision to discontinue use of the device. It was also reported that the patient experienced a head trauma (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4). Eval summary: implanted device remains.